Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it.

Event description:
The pt's wife mentioned that his meter displayed the "not ok" message, since friday of last week. The pt did not experience any symptoms at the time of testing. The pt contacted emergency services and went to the ER, where he was treated with food and/or beverage in the ER. The wife does not recall the reading in the ER and claims he was released a couple of hours later. Customer service had the pt clean the meter and the meter still displayed the "not ok" message. Based on the info provided, there is an indication that the product has malfunctioned since the "not ok" message was not resolved with troubleshooting. However, due to insufficient info, it cannot be concluded that the product caused or contributed to any injury. Therefore, this case is reported as a meter malfunction. A replacement meter was sent to the pt.